Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). Blood glucose (bg) values over 400 mg/dl. The patient was nauseous and vomiting. No treatment information was provided. The patient reported awaking to a communication alarm on the pod. The patient was discharged after 2 days. The pod was worn on the infusion site for 24 to 36 hours. Three due diligence attempts with no new information. If new information becomes available, we will supplement the report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.